Manufacturer narrative:
The returned gantry motor control was analyzed; however, there was no functional problem found. The gantry control box was installed in a test system, o-arm 267; the system booted and readied. The firmware loaded, and the gantry homed successfully. All motion was calibrated and was functional, and both 2d and 3d imaging were successful. Gantry movement in x, y, and z was smooth. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor would stall during 3d spins. The gantry motion controller was replaced, the system was tested and ready for use. The imaging system then passed the system checkout and was found to be fully functional. The gantry motion controller was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a transforaminal lumbar interbody fusion (tlif) procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 15-20 minutes. It was reported that while trying to engage the imaging device to start the 3d spin, the system started rocking back and forth. No spin was taken or started and the imaging device was taken out of the room. The site aborted navigation and imaging and proceeded to use c-arm without navigation for case. The surgery was completed and there was no impact on patient outcome.